Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the air/water cylinder had no color, the suction cylinder had no color, due to deformation of the scope connector cover unit the water tightness was lost, the scope connector case unit had a scratch, the plug unit had corrosion, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the light guide lens had a crack, the bending tube was deformed, the adhesive on the bending section cover rubber was detached, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope bending section cover rubber adhesive was worn out, and insufficient angulation. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material attached to the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in sub-water supply channel could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak in the scope cover, it is likely that proper reprocessing could not be performed. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.